Event description:
An abnormality of the lead was detected via remote monitoring on december 1st. It was determined to be a conductor fracture and the next action, such as adding the lv lead, will be considered. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.